Event description:
Lifescan (lfs) received the meter involved with the complaint. Lfs has completed device evaluation with the returned meter on (B)(6) 2014. The returned meter failed testing. The alleged error message was confirmed in the meter¿s error log: however, an ¿error 4¿ was not reproducible during investigations. Lfs has completed device evaluation with the returned test strips on (B)(6) 2014. The returned test strips failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. This complaint is now being reported because the returned meter failed testing. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that they obtained an error 4 message on their one touch verio iq meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began three days prior to contacting lfs. The patient does not currently take any medication to manage their diabetes. The patient reported developing a symptom of ¿headache¿ five minutes prior to obtaining the error 4 message. The patient reported consuming less food/drink prior to developing this symptom due to undergoing an unrelated treatment. The patient reported visiting their doctor and was advised to treat their symptom by drinking more water. The patient reported testing their blood glucose on the doctor¿s meter, but did not provide the details of this reading. The lfs customer service representative was able to troubleshoot with the patient and the issue was resolved. Replacement products were still sent to the patient. This complaint was being ruled-out as reportable event due to the following conclusions: the product did not cause or contribute to an adverse event. The patient developed a non-serious symptom prior to the start of the alleged product issue. The advice from their hcp was not related to treatment for an acute complication of diabetes. In addition there is no evidence that the subject meter malfunctioned.